Event description:
The customer reported that the clear insulation disengaged during the procedure. It did not fall into the pt cavity. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.